Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the centrifugal pump leaked blood approximately 9-10 drops of blood (2-3cc). Approximately 2-3cc blood loss. Product was not changed out. Surgery was completed successfully.